Manufacturer narrative:
The tandem user guide indicates that humalog and novolog have been tested up to 48 and 72 hours respectively. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the customer filled the cartridge with an unspecified amount of insulin. Reportedly, the customer loaded cold insulin into the cartridge and used for 4 days. Tandem technical support informed the customer that this is off label per the user guide. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 310 mg/dl.